Manufacturer narrative:
The customer's meter was received for investigation. The display of the device was observed to be partly white. The visual examination of the meter confirmed the allegation. The display shows cracks at the bottom edge of the glass. The device shows no damage that suggests it was caused by an external force. The cause of the issue is a component failure. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek vantus meter serial number (B)(4). The meter has a gray bar down the center of the display. Half the screen is white and the other half is difficult to read. This issue could cause the misinterpretation of test results. There was no allegation that any test results had been misinterpreted.